Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: - revision operative report received (B)(6) 2013 . The revision operative report indicates the following: very cloudy milk-colored synovial fluid consistent with an adverse soft tissue reaction to metal-on-metal wear; scoring of the acetabular shell; corrosion on the femoral neck taper.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: on or about (B)(6) 2009, patient was implanted with a depuy asr hip on his right side. Subsequent to his surgery, patient began having pain in his right hip, which over time has become progressively worse and now exceeds the pain he had before his hip replacement surgery. It is reasonably certain that patient will have to undergo revision surgery. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and fluid build-up.

Event description:
Litigation papers allege: on or about (B)(6), 2009, pt was implanted with a depuy asr hip on his right side. Subsequent to his surgery, pt began having pain in his right hip, which over time has become progressively worse and now exceeds the pain he had before his hip replacement surgery. It is reasonably certain that pt will have to undergo revision surgery.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.